Event description:
According to the reporter,the nurse inserted connected the adapter to the handle. Then connected the reload to the adapter, however the jaws began articulation without pressing buttons. The nurse pushed the toggle and tried to turn the jaws to the straight position ,however the jaws would not move. After that, the nurse pressed the buttons several times, removed the reload from the adapter. Replaced by another handle, adapter and reload. The device reacted normally and the procedure was completed with no problem.